Manufacturer narrative:
(B)(4). Results: arterial/vessel occlusion; moderate iliac artery tortuosity/calcification. Conclusions: moderate iliac artery tortuosity/calcification.

Event description:
It was reported that there was stent graft stenosis seen in the imaging reviews approximately one month and two months ago. Re-thrombosis of the right stent graft body (proximal and distal). The patient was given medication, anticoagulation (persistent foramen ovale); however, the event is continuing. The investigator assessed this event as not device or procedure related.

Event description:
Additional information was received as follows: the investigator changed the relationship of the stenosis to related to the procedure and to the device.

Event description:
An endurant abdominal stent graft system was implanted in a patient, approximately 16 months ago, for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessel morphology included 20 percent circumferential mural thrombus/calcification of the proximal neck and moderate bilateral iliac artery tortuosity/calcification. There was a 46 degree angle between the proximal aortic neck and the suprarenal aorta and an 81 degree angle between the proximal aortic neck and the infra-renal aorta. The aortic neck diameter was 24.6 - 28.5 mm with a length of 40 mm. The length of the lowest renal artery to the aortic bifurcation was 130 mm. The diameter of the non-aneurysm neck of the right iliac artery was 9.5 proximally to 20.4 mm distally. The diameter of the non-aneurysmal neck of the left iliac artery was 15 mm proximally to 13 mm distally. There was bilateral iliac stenosis of 20 percent. Access was accomplished via the left femoral artery. It was reported that there was a kink in the "left acc" of the stent graft. The patient experienced no other complications. A CT with contrast 1 year ago showed a type ii leak (a single patent collateral at the lumbar artery) which was left uncorrected. A cta taken 4 months ago showed a non occlusive thrombosis floating in the right limb and in the distal portion of the iliac common artery. The patient had no problems with walking or claudication. Approximately 2.5 months ago, a right limb thrombectomy was performed which successfully resolved the occlusion (ref. MFR. File #2953200-2011-00632). The investigator stated that the thrombosis was not related to the device or procedure. The patient was discharged from the hospital 6 days after the thrombectomy. No additional clinical sequelae were reported and the patient has recovered.